Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, a steady increase in pacing impedances from approximately 500 ohms to >2500 ohms was reported. Pacing threshold increase was also observed. Patient was seen in-clinic for isometric testing, but no noise or sudden impedance changes were noted. No surgical intervention occurred until (B)(6) 2020, when the lead was partially capped due to its impedance measurements remaining over 2000 ohms. A new lead was implanted, but the physician chose to use the stable atrial dipole from this lead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.